Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted.product event summary: analysis found the rf (radio frequency) head failed electromagnetic immunity and uplink functional functional tests; rf head cable found out of electrical specification. Analysis also found the led (light emitting diode) window in the upper case is broken and the rf head label is delaminated. (B)(4).

Event description:
It was reported there was broken plastic over telemetry lights. The rf (radio frequency) head was returned to the manufacturer for repair, analyzed and tested out of specification. No patient complications were reported as a result of this event.